Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device evaluation: product evaluation cannot be performed as per the initial report, the lens has been discarded. The complaint issue reported could not be confirmed and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye because the patient could not tolerate the implanted iol (disabling glare and starburst). This suspect iol was replaced with a model pcb00 13.5 diopter lens. It was learned that the patient has recovered. The suspect product was discarded. No other information was provided.